Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070304.

Event description:
It was reported that the patient experienced loss of stimulation as a result of lead migration. The lead that migrated was explanted as the attempt to place it into the correct area was unsuccessful. The other lead was then repositioned to capture stimulation coverage. The patient was doing well postoperatively. The explanted lead was discarded.